Event description:
N/a.

Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not working properly. Additionally and unrelated, it was reported that the iabp unit involved was making an odd sound. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
After completion of the repair, the getinge field service engineer had spoken to the customer who later verified that there had not been a patient involved in this event. Additionally, the customer confirmed that the event had occurred on the night of (B)(6) 2021.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit, but was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient transport, the cs300 intra-aortic balloon pump (iabp) was not working properly. Additionally and unrelated, it was reported that the iabp unit involved was making an odd sound. No patient harm, serious injury or adverse event was reported.